Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no capture on the left ventricular (lv) lead. The lead dislodged and was revised. The lead remains in use. No patient complications have been reported as a result of this event.